Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying primary alarm failed error. It was stated that the device was in clinical use at the time the reported issue was discovered; however, the device was being set up for use. No harm to the patient. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the speaker assembly, v60 and pcba, cpu (software 2.10), 2nd gen, v60 - to resolve the issue. The unit passed required performance verification tests per philips standards and put back into service.